Event description:
It was observed that during the device evaluation, the flex video scope exhibited the jet tube, air/water tube, and connecting tube had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The legal manufacturer's investigation is ongoing, this report will be supplemented when new and relevant information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization processes where no obvious deviations from instructions for use were identified, however, based on the results of the investigation, olympus confirmed foreign material remained in the device, the foreign material was possibly simethicone. The foreign material was possibly not removed since the reprocessing was not conducted properly due to loss of watertightness caused by pinhole on the distal end. The event can be detected and prevented by following the instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.